Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, and pacing threshold measurements could not be obtained. Loss of capture was noted. The polarity was switched to unipolar, and there was no measurable threshold or sensing, and pacing impedance was still high and out of range. The polarity was switched back to bipolar, and threshold, sensing, and pacing impedance were all measurable. The patient was taken to the hospital for an x-ray. The x-ray showed that the lead was broken. A surgical procedure was scheduled to implant a new rv lead and a new pacemaker. The procedure took place and a new rv lead was successfully implanted. No adverse patient effects were reported following the procedure.